Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical usage of the system is unknown, patient and the procedural outcome is unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the system live monitor display was blank. Upon further inspection, the fse found that the issue with the cat 7 lan cable was causing. The fse replaced the single-link dvi-extender cable. After replacement of the cable, the system was returned to use in good working order. The codes are updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd10 system live monitor display was blank. No harm has been reported. Philips has started an investigation of the complaint.